Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hyper and hypoglycemic episode as patient was trying to stay ahead of a low and overtreating with "bottles of juice and 4-5 glucose tabs." The lowest blood glucose experienced was 39 mg/dl and highest was 318 mg/dl. The high was corrected by the ilet and the low by the patient the user experienced lightheadedness but did not require any outside intervention.